Event description:
Multiple events identified with patients with the scd sleeves. Patients are suffering indentations in legs and extensive bruising despite education from the rep. After assessment by wound care, it is noted that these patients had been properly fitted for the sleeves, yet the patients continued to have injury. This affects multiple patients within the hospital. This is in reference to the kendall scd express sleeves knee length.